Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger product ID cd9000 lot# serial# (B)(6) implanted: explanted: product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) ubd: , UDI#: analysis found no anomalies were visually observed. Patient complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that the patient's wireless recharger battery lights were scrolling when they went to plug in the dock. The patient stated the dock light was green. The patient was instructed to reset the recharger in and out of dock and the lights did not stop scrolling. The issue was not resolved through troubleshooting. A replacement recharger was sent out. The patient mentioned they did not keep the recharger in the dock when it was not in use. Additional information was received from the patient on 2025-jan-17. The patient called back to ask if they needed to return the old charging cable with the rest of their return equipment. Pertinent information was reviewed with the patient. While on the call, the patient placed the new charger in the dock. The patient let it sit for >20 seconds, and confirmed seeing green battery lights appropriately.